Event description:
It was reported that pump displayed malfunction alarm code and could not be reset, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping details, instructed customer to place malfunctioning pump into storage mode, reenter pump settings and reconnect continuous glucose monitor to replacement device, and return problematic pump with prepaid label within required timeframe.